Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) outer insulation breached depression. Full lead returned and analyzed. Additional analyst comment - the breached depression is located where the anchoring sleeve was tied. There is no bare cable that is exposed. Only the multilumen tubing was breached. Xray analysis and close inspection of the tip electrode were performed but no anomaly was found that could explain the reported high impedance.

Event description:
It was reported the lead impedance was greater than 2500 ohms. The lead was replaced. No patient complications were reported as a result of this event.